Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure the patient experienced decreased heart rate and a vasovagal syncopal episode after the delivery catheter was inserted. The patient was administered atropine. Post procedure the patient vomited and experienced a drop in blood pressure. The patient was hospitalized, administered fluids and antiemetic. The leadless ipg remains in use. No further patient complications have been reported as a result of this event. The patient is enrolled in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.